Event description:
During surgery for distal radius on (B)(6), 2021, a dvr crosslock plate with article number: 1318-22-040 and lot no: (01) 00880304533455 (10) j6842135 would be implanted. During the operation, 1.6 mm k-wire got caught in the pin hole itself and could not be removed. A new dvr implant had to replace the previous one. The incident meant no injury to the patient and no significant increase in time for the operation. The hospital has saved the implant with k-wire that is attached if zb needs the construction for inspection. Depuy synthes product part number: 292.160.10. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).